Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. There was no difficulty with inserting a lead into either port. The sealplugs were lifted and the top of the rv setscrew hexslot was slightly rounded and there were gouge marks at the top the hexslot. This indicates that a wrench was not fully inserted when it was turned. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during this implant procedure, the physician experienced difficulty inserting the right ventricular (rv) lead into the rv port. The physician was unable to confirm that the terminal pin was extended past the setscrew, there was noise and pacing impedance was greater than 2000 ohms. The lead tested fine with the pacing system analyzer (psa); however, after multiple efforts, interface issues still were occurring and the physician asked for a new device due to the dependency of the patient. No adverse patient effects were reported.